Event description:
It was reported that during implant of the left ventricular lead, there was positioning difficulty and it was unable to be advanced into the lateral vein branch. The lead was not implanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).